Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The s-curve hump height was measured to be within specification. Visual inspection of the lead found no anomalies. Electrical tests did not find any indication of conductor fractures or internal shorts. The reported event for failure to capture was not confirmed.

Event description:
It was reported that the patient presented for follow up. Upon device interrogation loss of capture was exhibited by the left ventricular lead. The patient was scheduled for revision where fluoroscopy revealed that the lead had dislodged into the coronary sinus. The lead was explanted and replaced. The patient was stable.